Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient underwent revision surgery (date not reported) to excise the excess skin. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.